Event description:
It was reported that a patient underwent a thermal endometrial ablation procedure in 2007. The surgeon noticed nothing unusual during the case, but when the catheter was removed, the surgeon noted a dark injury that he stated was consistent with a thermal injury on the anterior lip of the cervix. The surgeon then went to do a laparoscopy for an unrelated reason but aborted the procedure when he learned that the patient had an interstim device inserted. The surgeon re-examined the cervix and verified the dark area which he treated with silvadene. The sales representative, who was present during the procedure, has indicated that the injury was caused by hot fluid due to a leak in the balloon.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.